Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went swimming and forgot to take the insulin pump off. Customer stated that the display went blank. During troubleshoot, the customer received a button error. She stated that the display would come on and then slowly fade away. Customer declined troubleshooting for button error. Blood glucose value was 150 mg/dl.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. All buttons are functioning properly. No button error alarm during testing. No moisture damage found on the motor, battery tube, vibrator assembly, and keypad assembly however, moisture damage was found on the electronic assembly during visual inspection. The insulin pump received with minor scratches on lcd window and scratched reservoir tube window.